Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness fail, disconnection in cable unit and a gap between cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event error code e226 was cause due to disconnection in cable unit and gap between cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had error code e226. The event had occurred during inspection for use. There were no reports of patient involvement.